Manufacturer narrative:
(B)(4). This is a report of a use error, patient failed to follow therapy steps. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to open the clamp on the patient line to ensure proper priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow therapy steps when using the homechoice device. The home patient (hp) was connected, and stated that they had the patient line closed in error and had started initial drain (I-drain). The patient line was not primed to the top. The technical service representative assisted the hp to end therapy and advised the hp to begin therapy again with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.